Event description:
Ethicon liner stapler user in abdominal surgery. Sutures (staples) failed, resulting in add'l surgeries, prolonged stays and possibly death. Several pts, various surgeons. Date of event: 3/10/99.

Event description:
Ethicon linear stapler used in abdominal surgery. Sutures (staples) failed, resulting in add'l surgeries, prolonged stays and possibly death. Several pts, various surgeons. Date of event: 6/19/99.

Event description:
Ethicon linear stapler used in abdominal surgery. Sutures (staples) failed, resulting in add'l surgeries, prolonged stays and possibly death. Several pts, various surgeon. Date of event 6/2/99 and 6/28/99.

Event description:
Ethicon linear stapler used in abdominal surgery. Sutures (staples) failed, resulting in add'l surgeries, prolonged stays and possibly death. Several pts, various surgeons. Date of event 6/14/99 and 6/27/99.

Event description:
Ethicon linear stapler used in abdominal surgery. Sutures (stapler) failed, resulting in add'l surgeries, prolonged stays and possibly death. Several pts, various surgeons. Pt #1 died on 6/2/99.

Event description:
Ethicon linear stapler used in abdominal surgery. Sutures (staples) failed, resulting in add'l surgeries, prolonged stays and possibly death. Several pts, various surgeons. Date of event 6/14/99.

Event description:
Ethicon linear stapler used in abdominal surgery. Sutures (staples) failed, resulting in add'l surgeries, prolonges stays and possibly death. Several pts, various surgeons. Date of event 4/22/99.